Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/08/2017, that on (B)(4) 2017, of a broken sensor wire. No additional event or patient information is available. No product was provided for evaluation. The reported event of an introducer needle detached from the applicator could not be confirmed. A root cause cannot be determined.